Event description:
During verification testing at the manufacturing facility, the device did not sound an audible alarm tone during an alarm condition while in the low volume setting.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone on the low volume setting, but did sound an alarm tone on the high volume setting. This was due to a disconnected pin on the piezo transducer. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.